Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a falsely decreased sodium result for one patient on an alinity c analyzer. The following data was provided (customer¿s normal range is 136-145 mmol/l): sample ID (B)(6) initial result was 118, repeat results were 139, 139, 139, 137, and 141 mmol/l. There was no impact to patient management reported.

Manufacturer narrative:
An abbott field service representative (fsr) was dispatched due to the customer reporting falsely decreased sodium results on the alinity c processing module, serial number (B)(6). Through an extensive investigation, the fsr replaced parts, calibrated, and made adjustments; however, a single definitive cause for the discrepant result was not found. The alinity c processing module, serial number (B)(6), was deemed the subject of the investigation. No subsequent issues have been reported. A review of the instrument history revealed no contributing factors described in this complaint. A review of labeling and historical data was done, and both were adequate, with no trends found. Based on all available information and abbott diagnostics' complaint investigation, no systemic issue or product deficiency was identified.

Event description:
The customer observed a falsely decreased sodium result for a 34-year-old male patient on an alinity c analyzer. The following data was provided (customer¿s normal range is 136-145 mmol/l): sample ID (B)(6) initial result was 118, repeat results were 139, 139, 139, 137, and 141 mmol/l. There was no impact to patient management reported.